Event description:
Patient called the 24hr heartmate 3 lvad lvad line to notify on-call coordinator that the abbott heartmate 3 lvad controller was alarming and displaying an internal battery fault alarm. Coordinator instructed the patient to come to the hospital as soon as possible to perform a internal battery exchange in the controller. Patient had a clinic appointment earlier in the year, and clinical monitor showed there was 19 months of battery life left.